Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Was the 3rd row of staples the row closest to the knife or furthest from the knife? It was the 3rd row of staples on the patient side closest to the knife. Was buttressing material utilized? If so, which product? Seamguard was used.

Event description:
It was reported that during a gastric bypass procedure, the second firing on the stomach when creating the gastric pouch using the device, on the third row of staples on the patient side at the intersection of the two staple lines, there was an open staple followed by three missing staples and then the rest of the staple line was formed. The case was completed as normal without any patient consequences. The surgeon did use a stitch to reinforce that portion of the staple line.

Manufacturer narrative:
(B)(4). Batch # m53138, m53e10. M53e10 = (mfg date 04/29/2015, exp date 03/29/2018). Based on the photos provided, the event description cannot be confirmed. The analysis results showed that two cartridge reloads were received. Cartridge (a) and (b) were received fully fired and in good visual conditions. No further functional test could be performed due to the condition of the reloads. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This reported events could not be confirmed as no functional testing was performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.